Event description:
Upon opening/activating nxstage dialysate 404 bags, the bag burst at the seam and splashed into rns face including eyes. Ongoing issue this year with nxstage 404 bags. Medline notified company of incident that occurred on 11/18. Lot #: q2407391, exp: 01/01/2026.